Event description:
Patient reported a transmitter failed error.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on (B)(6) 2023 for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and failed due to status not found. No data was provided for evaluation for serial number (B)(6). The allegation was undetermined. The probable cause could not be determined. The reported event of transmitter failed error is reportable based on transmitter failure. No injury or medical intervention was reported.